Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6a, h4, h6. MDR section codes updated/corrected: a, b, c, d, g. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear. A combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a lateralized liner. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitants: 101-05-20 - 3.2mm drill bit 20mm 1pk 170-40-00 - biolox delta femoral 40mm od, +0mm 180-65-20 - alteon 6.5mm screw, 20mm 186-01-60 - integrip cc, cluster 60mmm g4 190-31-12 - alt ha s clr ext sz 12 additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial left hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The patient had lysis around the cup and stem. The implants were removed and replaced with a competitor¿s devices. X-ray images were provided. There were no device breakages or surgical delays during the procedure. The patient was last known to be stable following the event. No device returns anticipated. The devices were sent to pathology. Device images were provided. No further information.